Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. Rv lead insulation damage is suspected to be the cause of the event, but was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.